Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following the insertion of a glaucoma shunt, no aqueous humor outflow was observed after five minutes. As a result, the shunt was removed and replaced with a new one, which functioned properly without any further complications.

Manufacturer narrative:
Additional information was added in d.9., h.3., h.6. And h.11. One opened glaucoma filtration device, in a plastic tray, in a pouch, in a box was received for the report of no aqueous humor outflowed and in and out. The returned sample was visually inspected and was found to be non-conforming as no light is visible through the side of the inner wire inside the inner lumen. The sample was then soaked to see if debris is able to be removed. The sample was visually inspected again and still no light is visible through the side of the inner wire inside the inner lumen. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is company manufacturing related, caused by an obstruction in the inner wire through the inner lumen to not allow proper drainage of the shunt. The manufacturer internal reference number is: (B)(4).